Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of explantation was on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the correct date of explantation was (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, breast rippling, suspicion of material rupture (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with an unspecified mentor gel implant on the left and primary breast augmentation with a 275cc mentor memorygel breast implant on the right, suffered several unexplained systemic symptoms, including severe joint pain, muscle weakness, fatigue, loss of energy, weight loss, shortness of breast, dry mouth, migraines, heart palpitations, night sweats, and numbness in left arm that comes and goes. In addition, the patient was also diagnosed with right breast capsular contracture (baker grade IV). The right breast is characterized by tightness and the implant is suspected to be ruptured. The root cause of the patient¿s symptoms is unclear. The patient has been scheduled for bilateral removal on december 8, 2021. This medwatch form is for the right breast prosthesis.